Manufacturer narrative:
Exemption number e2019001. The device is not returning for analysis. The clips location is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: us0455-2204. This report is being filed due to possible clip movement post deployment. It was reported that on (B)(6) 2019, the patient presented with torrential degenerative mitral regurgitation (mr), primary jet a2p2, there was mitral annular and mitral leaflet calcification, a hole in the left lateral aspect of the heavily calcified posterior leaflet, and posterior ruptured chordae. The torrential mr appeared to originate from a hole in the lateral aspect of the posterior leaflet. The mitraclip (cds061-xtr 81228u166) initially grasped the diseased posterior leaflet and anterior leaflet without issue. The mitral gradient was elevated at 8mmhg and there was a severe lateral mr so it was decided to grasp at another location. Reportedly, the elevated gradient was due to a small medial orifice. The second grasp was performed within an area that would allow for a larger medial orifice and would capture the lateral mr while still capturing the severely calcified posterior 2 (p2) leaflet. The second grasp was successful, showing a significant reduction in mr, and clip was deployed. Post-deployment, a significant increase in the lateral mr was observed, possibly due to poor residual leaflet coaptation in the lateral orifice. The mr was moderately reduced although still reported as grade 4+. The post-procedure mean mitral valve gradient was noted at 5mmhg. Reportedly, the modest reduction in mr was due to suboptimal anatomy for the clip. The mr remained grade 4+. Post procedure, an embolic cerebral vascular accident (cva) was diagnosed. Medical treatment was provided.) The cva was previously reported on another medwatch. On (B)(6) 2019, the patient had presented with dyspnea and a cough and was hospitalized for worsening congestive heart failure. Elevated troponin acute on chronic kidney injury, thrombocytopenia, gastroesophageal reflux disease (gerd), hypertension, psoriasis, platelet activating factor (paf), and hyperglycemia were observed. Imaging was performed and cardiomegaly, pulmonary hypertension, severe and worsened mr, and liver cirrhosis were noted. Medication was provided and adjusted. On (B)(6) 2019, a chest x-ray was performed and the clip remained in an unaltered position. On (B)(6) 2019, the patient was hospitalized again for worsening dyspnea, worsening mitral valve regurgitation, and worsening heart failure. Atrial fibrillation, diabetes, pulmonary hypertension, and cryptogenic liver cirrhosis were observed. On (B)(6) 2019, a mitral valve replacement was performed. Post-procedure, a blood transfusion was provided. Per physician, the events were unrelated to the implanted mitraclip. The clip had remained stable and well seated since the index procedure, without a device related tissue injury. The worsening mr was deemed unrelated to the clip. No additional information was provided regarding this issue.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: on 08/09/2019, the mitral valve replacement, maze surgery (treatment for atrial fibrillation-cardiac ablation), amputation of the left atrial appendage and repair of the patients atrial septal defect were performed. On 08/16/22019, a pacemaker was placed. Per physician, the events were unrelated to the implanted mitraclip and were also unrelated to the mitraclip procedure. The clip had remained stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported migration appears to be due to challenging patient anatomical conditions and a definitive cause for unchanged mr could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.